Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, upon second inflation, it was noted that the balloon ruptured at 6 atmospheres. The device was simply pulled out and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.